Manufacturer narrative:
Continuation of d10: product ID 97715 serial# (B)(6) implanted: (B)(6) 2024 product type implantable neurostim ulator medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the cause of the settings not available message was the leads were not working properly. The patient was reprogrammed and they were going to get their leads pulled. The issue was not resolved, the patient needed surgery to fix leads. The patient noted it actually worked less and wouldn't charge properly.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that they couldn't increase the intensity of their cervical ins and every time they attempted to increase the intensity, a settings not available message displayed. During the call, pt tried to switch to group a and they were able to increase the intensity, but they couldn't do it in group b and c. Pt mentioned that they texted the manufacturing representative (rep) today and requested to schedule an appointment to have their ins checked but they were instructed to call pt services. Pt mentioned that they had this issue for a very long time and the only way to get this resolved was going back to their healthcare provider (hcp) and have their ins reprogrammed. Pt confirmed that their ins was charged and a reset did not resolve the issue. Agent reviewed pt services and rep role. Agent instructed pt to continue to work with rep to further address the issue. Pt mentioned that a lot of times when they charge their cervical ins, a no device found message displayed but they already accepted that because they don't charge their ins every day. Pt noted that they were able to charge in a normal state after they hit recharge. Agent was unable to clarify some information as patient was not focusing on the question and provided unrelated details. Pt provided a lot of information; agent tried their best to document everything. Rep called stating they told the patient to call patient services and the patient texted them back saying they were unable to help the patient. Rep said the patient was told that they need to see a rep. Rep stated they want to figure out what happened with the troubleshooting because they are out of options. Rep said they wanted to know what options patient services did, so they know how to help the patient. Agent transferred the call to tech. Caller stated that patient texted them indicating ps wasn't able to resolve their controller issue. Patient reported to the rep that their controller only works when plugged into the wall and a reset didn't help. Tss reviewed content of both cases ((B)(6)) with rep. Given that lumbar controller was able to start a recharging session, tss suspected that controller may be having an issue not connecting to ins wirelessly. Tss reviewed considerations for controller "no device found" troubleshooting and how having 2 ins's may affect telemetry. Tss also reviewed meaning and troubleshooting for "settings not available" message.

Manufacturer narrative:
Continuation of d10: product ID: 97715, ((B)(6)); product type: 0197-implantable neurostimulator; implant date: (B)(6) 2024, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.